Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, the device was in backup vvi mode. A device download was successfully performed. The device remains implanted.